Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon felt inaccurate by 2mm in the sagittal plane, to the left. The coronal view was accurate. The surgery was completed with navigation and there was no impact on patient outcome.